Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the issue. Based on the results of the investigation, the definitive root cause of the issue could not be determined. The event is detectable/preventable by handling the device in accordance with the following IFU: IFU states the detection method in cf-ez1500dl/I series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in cf-ez1500dl/I series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, foreign objects were found in the colonovideoscope's nozzle. There was no patient involvement.